Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 an unknown transmitter issue occurred. Data was provided for evaluation. The confirmation of the complaint is confirmed. The probable cause could not be determined. No additional event or patient information is available.